Manufacturer narrative:
Additional information was requested, and the following was obtained: were the cases discussed previously reported to ethicon: no - there were no adverse events reported. All complications are known potential complications and discussed in the informed consent process. Does the surgeon believe that ethicon product involved or contributed to the post-operative complications: no. These are widely reported and known for all mid-urethral slings and any continence procedure and not device specific. Does the surgeon believe there was any deficiency with the ethicon product? No and all author¿s continue to use ethicon products and believe the most evidence mounted is based on the tvt."

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: female pelvic medicine & reconstructive surgery & volume 20, number 4, supplement, july/august 2014, p.s341. (B)(4).

Event description:
It was reported in a journal article with title : do tvt and tvt exact have equal outcomes?a retrospective analysis. This retrospective study aimed to compare outcomes of tvt-exact against tvt. From 2009 to 2012, a total of 152 women who underwent tvt (n=75) or tvt-exact (n=77, mean age of 62.2 years, mean bmi of 29.9) were include in this study. Tvt-exact mid-urethral sling (ethicon) was used for stress urinary incontinence (sui) repair. Complaint included subjective failure (n=1), de novo urinary incontinence (n=5), overactive bladder (oab) symptoms (n=20) defined as urinary urgency, nocturia greater than 1 and or urge urinary incontinence, sling erosion (n=1), intrinsic sphincter deficiency (isc) (n=3) defined as lpp of 60cmh2o or less and or mucp as 20cmh20 or less, and patients required sling loosening/division (n=7). It was stated that the sling loosening/division may possibly due to the learning curve related to different tensioning required for the laser cut mesh in the tvt exact. The results of this study showed that tvt and tvt exact have equal early subjective outcomes for stress urinary incontinence.